Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under warnings, it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
It was reported that patient underwent left total hip arthroplasty on (B)(6) 2006. Subsequently, patient was revised on (B)(6) 2015 due to unknown reasons. During the procedure, the head was removed and replaced. Subsequently, patient was revised again on (B)(6) 2015 due to allegations of the head being too large and a leg length discrepancy. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This report is number 1 of 2 mdrs filed for the same patient (reference 0001825034-2016-00526 & 3002806535-2016-00087).

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.